Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2016-00732. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The patient was placed on extracorporeal circulatory support. It was reported that the primary console, motor, and flow probe failed while in use on the patient. Additional information was requested; however, further information has not been provided. Additional information: it was reported that a pump disconnected alarm sounded when the patient was transferred onto a table to have a CT scan and the motor cable was manipulated. Flow was able to be re-established after the motor cable was pushed more firmly into the primary console and the speed was initiated. This reoccurred twice before the decision was made to exchange the primary console, motor, and flow probe. No further issues occurred. It was reported that the patient was not injured due to the event.